Manufacturer narrative:
Prior to gehc's checkout of the equipment, the hospital replaced the sodasorb canister and breathing circuit. Subsequently, a gehc service representative performed a checkout of the equipment. The reported complaint could not be duplicated. Gehc recommended to the hospital to replace the flow sensors. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/10/18 phone call, 12/11/18 phone call, 12/12/18 phone call.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.